Event description:
It was reported that the pacing impedance measurements of this right ventricular (rv) lead had gradually declined until reaching 200 ohms, which was low out of range. Technical services (ts) recommended further monitoring at the physician's discretion. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing impedance measurements of this right ventricular (rv) lead had gradually declined until reaching 200 ohms, which was low out of range. Technical services (ts) recommended further monitoring at the physician's discretion. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this patient received 4 shocks and 2 bursts of anti-tachycardia pacing (atp) inappropriately across 2 episodes on the same day due to oversensing of noise on the rv lead channel. During the shocks, the shock lead impedance values were greater than 125 ohms, which was high out of range. The patient went to the emergency room (ER). Ts advised for rv lead revision. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing impedance measurements of this right ventricular (rv) lead had gradually declined until reaching 200 ohms, which was low out of range. Technical services (ts) recommended further monitoring at the physician's discretion. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this patient received 4 shocks and 2 bursts of anti-tachycardia pacing (atp) inappropriately across 2 episodes on the same day due to oversensing of noise on the rv lead channel. During the shocks, the shock lead impedance values were greater than 125 ohms, which was high out of range. The patient went to the emergency room (ER). Ts advised for rv lead revision. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this v lead was explanted due to a fracture. The physician elected to explant the implantable cardioverter defibrillator (ICD) as well and implant a new subcutaneous implantable cardioverter defibrillator (s-ICD) system at this time. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.